Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient experienced infusion set tape rolled up on the body and therefore came loose prematurely, resulting in a tape not sticking issue event on 03-mar-2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium.